Event description:
It was reported the high flow insufflation unit was giving an error message when turned on. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, it is likely the error message at start up occurred due to faulty printed circuit board. As for the insufficient air supply that was also discovered, it likely occurred due to an immersed first regulator unit. Olympus will continue to monitor field performance for this device.